Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown as information was not provided. Date explanted: not applicable as the iol remains implanted in the patient's operative eye. Device evaluation: since the foreign material is not available and suspect product remains implanted, an evaluation could not be performed. The reported issue then cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported what appeared to be a piece of acrylic thread was attached to the edge of the intraocular lens (iol). Through follow-up, additional information was received confirming the lens was implanted in the patient's operative eye. The described acrylic thread was not noticed until ophthalmic viscosurgical device (viscoelastic) ovd was being removed. The surgeon attempted to remove acrylic thread but could not. Surgeon also stated she had seen this type of event before and was not concerned. No further information is available.